Event description:
Rn hung a new bag of replacement fluid for pt who was on continuous veno-venous hemo-dialysis. The fluid was running via a pump, at 984 cc/hr. After changing the bag, the pump alarmed "air in cassette." The rn put the pump on hold and cleared the line of the air. Soon after restarting the infusion, the pt's blood pressure dropped to 50's/30's. The rate on the pump was noted to be set at 84 cc/hr, so it was increased back to 984 cc/hr; the pt received a 360 cc bolus of fluid to correct the hypotension. It is believed that the rn inadvertently depressed the "9" of the 984 cc/hr setting while the pump was on hold, thereby changing the hourly infusion rate to 84 cc/hr.